Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an unknown location. The customer was hospitalized and had a hypoglycemic event prior. The cause of death was due to neurological complications. The caller did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of hospitalization or death. It is unknown if the customer was using sensors. No further details were provided, but a clinical specialist would try to gather more details. The caller declined to return the insulin pump for analysis.